Event description:
Pt underwent cataract surgery on 06/10/97, and implantation of a staar model aa-4203f intraocular lens in the left eye. However, the doctor stated that during lens insertion, the lens came out of the injector too fast and tore the posterior capsule. The lens was removed and a vitrectomy was performed. A three piece lens was implanted in the sulcus.